Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. . A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Additional devices listed in this report: 33651106 infinity poly, 220220901 inbone talar dome, 200347901 inbone talar stem.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reason not available at the time of this report.